Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119168, 25121718, 25121538 and 25122284 are the last (B)(4) lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. The hospital did not report any patient effects. Did not deploy.

Manufacturer narrative:
On 03/30/2016 02:48 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
On 03/28/2016 06:58 pm (gmt-4:00) added by (B)(6): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. The hospital did not report any patient effects. On 03/25/2016 01:10 pm (gmt-4:00) added by (B)(6): did not deploy.